Manufacturer narrative:
(B)(4). (B)(4). Device is not returning the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Additional information received:the reload of the tlh30 had come out of the stapler while in the sterile packaging (my guess is that this happened during the shipping of the product).

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4) the analysis results showed that the device was received in good visual condition and without a reload present. A test reload was loaded into the device. It was noted that the reload clicked into place; the device was turned upside down and tapped and the reload did not fall out. The device was tested for functionality with the test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no reload was received for analysis.

Event description:
It was reported that during a thoracic procedure, on the first firing, the device was fired across the bronchus and the staples did not form properly. There was an air leak when the leak test was performed. Suture was used to over sew the staple line and was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.